Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack. Troubleshooting was performed and found the location of damage was back of the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the displacement. Unit failed to pass the self test due to partial display. P-cap was attached and locked properly into place. Pump was cut and found evidence of moisture damage on the electronic stack and force sensor. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay. Partial display is confirmed due to moisture damage on the lcd screen. Cosmetic damage is confirmed at the unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.